Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the patient had an unrelated surgery and during that surgery the hcp severed the patient's catheter. The date of the incident was unknown. The catheter was severed and the pump was put into minimum rate mode. Currently they were searching for a physician to make a repair. The issue was not resolved at the time of this report. No symptoms were reported. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The date of the event was approximately (B)(6)2017. It was reported that in 2017 the patient went in for a lumbar surgery and the catheter was accidentally cut near the pump. The catheter must have uncoiled and traveled down. The surgeon noticed the catheter had been completely severed near the entry point to the intrathecal space. The spinal portion of the catheter was "free floating" in the intrathecal space. The sever of the catheter seemed to be really old and that the drug must not have been going to the intrathecal space for a while. The hcp had been weaning the patient down for a couple years, so they did not notice the change of effectiveness over time. The patient planned to follow up with the surgeon on the 30th about the catheter. The pump was currently delivering saline. The pump was filled with saline at the pump replacement in (B)(6)2016. The pump was previously delivering clonidine, bupivacaine and dilaudid. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient had a lumbar surgery where they cut the catheter and got in deeper and determined the catheter was severed at the ligament. The hcp stated they told her they put saline in the pump and put everything back in there all cut up. The hcp stated the patient was not having medical issues because of it. The hcp stated she referred the patient to 3 surgeons, and one neurosurgeon would see the patient on (B)(6) 2017. The hcp stated the representative was going to speak with the surgeon and get the op report. The hcp stated the representative had sent her the model order numbers.